Event description:
It was reported that when the surgical tech picked up the implant the inner packaging of the product was unsealed and the product fell onto the floor.

Manufacturer narrative:
The implant and its packaging was not returned for the investigation. A review of the implant's device history record indicates that the manufacturing process was completed satisfactorily. There is no indication that inner package was left unsealed. Based on the evidence, no conclusion can be drawn from this investigation.